Event description:
It was reported the patient was no longer getting adequate coverage. The event date is unknown. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor disconnected one of the two tails of the existing lead and added a lead (different model). Effective therapy was obtained after the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.